Event description:
N/a.

Manufacturer narrative:
A getinge service representative reported that that the defective batteries were discarded. A supplemental report will be submitted when pertinent information is received.

Manufacturer narrative:
It was reported that during a routine check the intra-aortic balloon pump (iabp) before shipping to the customer, we inspected at our warehouse and found a defective product. Two batteries cannot be charged. Batteries never reach full charge. Defective cells. Found at incoming inspection.

Event description:
N/a.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The initial reporter named is a getinge employee whose contact details are: email address (B)(6)@getinge.com; which differs from that of the event site.

Event description:
It was reported that before shipping to the customer, during inspection at the warehouse, the batteries would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The date received by mfg (g4) reported in the initial emdr was incorrect. The correct date received by mfg is 20-oct-2020. A getinge senior service representative reported that a virtual evaluation call of the batteries was performed. The senior service representative noted that the battery could not reach full charge. It only went to about 80% (4 led's). The safety status equaled 0x40, which means that there was a cell going over voltage (cov) . The charging stopped, so the battery could not reach full charge because of the defective cell which kept going over voltage. During the virtual evaluation call, the senior service representative saw the system operated on battery with about 60 % showing on led's (3). Safety status was 0x0, while it was charging, so it was resetting. When charging was completed, it read 0x40 terminated by the cov. Battery capacity was only reading 87, 810 mwh, but should be more. Replacement batteries were provided. A follow up report will be sent when the full investigation is completed. Cardiosave defective batteries part# 0146-00-0097 battery1: serial# (B)(6). Battery2: serial# (B)(6).